Event description:
An angio-seal sts plus was selected for use. Two days later, the patient visited a different hospital and reported claudication. A CT scan of the puncture site revealed an occlusion. The iliac artery stent deployed two days prior was observed to be crushed, which reportedly caused reduction in blood flow. The doctor that examined this patient consulted the doctor-in-charge at the implant hospital about the patient's course of treatment. The patient was transferred back to the implant hospital's division of vascular surgery. Though the patient underwent an angiography, it revealed no occlusion at the puncture site. The claudication had also disappeared. The physician commented that it was not known what had caused this for one week. The patient will receive follow-up observations. The deployer of the angio-seal device is unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states, some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness on the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.